Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient was not having good pain relief. It was considered a sudden change in therapy/symptoms. The event date was stated as following the catheter revision ((B)(6) 2016). It was stated that the patient was scheduled to have a catheter revision on (B)(6). Additional information was received on 2017-may-29. They were not sure what the problem was, so they were going to check the catheter and replace it. A dye study was performed, but they couldn¿t find anything. The representative did not know the cause or the patient¿s weight. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) ,implanted: (B)(6) 2016, explanted:(B)(6) 2017,product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2023 who reported that the pump had malfunction and they were going through horrible withdrawals. Per the patient at first they thought it was just the catheter but it turned out to be the pump too.